Event description:
It was reported that at the start of the procedure when the fiber was connected to the console, an error courtesy message indicating fiber error or fiber not readable occurred. A second fiber was chosen and used to continue with the procedure. During use of the second fiber, the physician took the fiber out to check the prostate, and upon re-insertion, the fiber tip broke. The tip remained attached to the fiber; therefore, nothing was left in the patient. The procedure was completed with a morcellator device without clinical consequences to the patient. This report is for the fiber that broke.

Manufacturer narrative:
Investigation summary: with the available information bsc concluded that the reported fiber tip break was confirmed. Analysis identified that the glass cap was detached and not returned. The observed glass cap detachment likely occurred due to excessive cap wear which occurred during the procedure. Cap wear is accelerated due to heat accumulation caused by inadvertent anatomical/procedural factors, such as prolonged tissue contacts or technique, which could limit the performance of the fiber and cause reduced vaporization efficiency, and potentially lead to glass cap detachment. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap was detached and not returned. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed there were no signs of breakage identified along the length of the fiber. The connector cone, segments, and tabs appear in good condition and are secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: do not bury the tip in tissue. Do not retract or probe tissue with the device. Investigation conclusion: based on analysis results a conclusion code of conclusion code of failure to follow instructions was assigned to this investigation. The interaction between the user and device, caused or contributed to the observed fiber tip damage.

Event description:
It was reported that at the start of the procedure when the fiber was connected to the console, an error courtesy message indicating fiber error or fiber not readable occurred. A second fiber was chosen and used to continue with the procedure. During use of the second fiber, the physician took the fiber out to check the prostate, and upon re-insertion, the fiber tip broke. The tip remained attached to the fiber; therefore, nothing was left in the patient. The procedure was completed with a morcellator device without clinical consequences to the patient. This report is for the fiber that broke.